Manufacturer narrative:
If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power and a sticky trigger. Therefore, the reported condition that the device was not working was confirmed. The assignable root cause of this condition was determined to be traced to component failure due to normal wear. UDI ¿ (B)(4).

Event description:
It was reported from the (B)(6) that during service and evaluation, it was determined that the small battery drive device had insufficient/low power, the coupling was worn, the trigger of the device did not move smoothly and was sticking, and there was component damage. It was further determined that the device failed pretest for check the power with test bench, check triggers, and check the attachment coupling. It was noted in the service order that during an unspecified surgical procedure the device did not work. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.